Event description:
On (B)(6), 2014, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion was 54mm. The patient tolerated the initial procedure. Reportedly, follow up scans from (B)(6) 2015 till (B)(6) 2020 determined that the aneurysm increased in size from 45mm to 71mm. Additionally, on (B)(6) 2020, a type ii endoleak was noted. On (B)(6) 2020, the patient underwent ir embolization procedure. No further adverse events have been reported.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. This code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.